Manufacturer narrative:
A burning smell was reported from the centrifuge. The unit inspection indicated the pcb was worn at the power connector. The pcb and power connector were replaced. No injuries, open flames, or smoke emission was reported. Fire department was not called.

Event description:
Customer reported a burning smell while using the unit.